Event description:
It was reported the valve was explanted due to high gradient. The valve was replaced with a mechanical valve. The physician does not allege the event was caused by the device; however, he would like analysis of the valve to be performed. Additional info has been requested.